Manufacturer narrative:
As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician found that the reported issue could not be confirmed. The unit was too old for repair.

Event description:
The customer reports that the unit keeps turning off, screen and motor on an + dc, without any alarms. No patient involvement.